Manufacturer narrative:
An unknown 3i screw and osseotite® certain® implant 4 x 10mm (ioss410) were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the complaint. The reported device was location and length of use approximately 3 year and 5 months. X-ray images were provided by the customer, see attached image in the complaint. The x-ray image shows the product fractured screw inside the implant. Appropriate documentation was reviewed. (Unknown 3i screw) - DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. (Unknown 3i screw) - no complaint history review could be performed without relevant lot and item information for unknown 3i screw. Based on the available information, device malfunction did occur and the reported event was confirmed. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "no" to "yes". H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that clinician has a broken unknown 3i screw in a ioss410 implant. They need the removal tools rep is aware to order through sales support or customer service. Implant remain intact and the tooth number is not reported